Event description:
It was reported the pt's (B)(6) ipg reflects an indication of a low battery. The low battery warning was confirmed via the clinician programmer. Based on the pt's programmed settings, the warning is related to passivation. The message was successfully cleared. No further issues have been reported.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.